Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system and the steerable guide catheter referenced are filed under separate medwatch reports.

Event description:
This is filed to report the resistance with the mitral valve leaflet, single leaflet device attachment (slda) and leaflet damage that occurred during use with the clip delivery system (cds (B)(4)). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 3. One clip was implanted. The second cds ((B)(4)), was inserted into the steerable guide catheter (sgc) and advanced to the mitral valve. During translation of delivery catheter handle, the cds would move from medial to lateral. Grasping was attempted, but difficult due to the irregular movement. The cds was removed with the clip, and replaced. The next cds ((B)(4)) was advanced; however, grasping was difficult. During repositioning, the grippers did not come back down. A gripper line break was suspected as there was no tension in the gripper lever. The clip was attempted to be inverted, but caught on the anterior leaflet and could not be freed. The posterior leaflet was able to be grasped. Deployment was started, but during removal of the gripper line, the clip tore off of the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr returned to 3. The patient was converted to mitral valve replacement surgery. The devices were removed during surgery and the patient was stable post procedure. On (B)(6) 2017: the patient returned to the hospital due to pre-existing respiratory problems. The patient continues to be in stable condition. Returned device analysis on 04/13/2017 found that the sgc found that the tip of the device was torn. No additional information was provided.

Manufacturer narrative:
(B)(4). The delivery system without the clip and gripper line was returned and investigated. The reported gripper line break was not able to be confirmed, as the gripper line was not returned. The reported entrapment of the device component (clip got caught on the anterior leaflet), failure to adhere or bond and incomplete coaptation could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). As the clip was not returned, the reported gripper actuation issue and device operates differently than expected (no tension felt when retracting the gripper lever) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history no other incidents reported from this lot. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the gripper line break resulting in gripper actuation issue and device operates differently than expected; however, the returned device analysis identified that the proxy gripper line was unable to be translated when full system curves were applied to the devices, which may have contributed to the gripper actuation issue, gripper line break causing the device to operate differently than expected. The reported failure to adhere or bond was attributed to patient morphology/pathology. The reported clip caught on anterior leaflet and single leaflet device attachment (slda) was due to user technique of inverting the clip and removing the gripper line. The reported patient effects of tissue damage and unchanged mr were due to the clip tearing off the leaflet during gripper line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: grasping the mitral valve leaflets with the clip was difficult due to the anatomy. There was no tension in the gripper lever and the grippers could not be raised. A gripper line break was confirmed near the clip.